Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a damaged downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. After investigation the results indicated a reportable malfunction due to the damaged dso seal, and the manufacturer representative replaced the dso seal.

Event description:
It was reported that during the initial tests, it turned out that one of the buttons (up arrow) on the device did not work. This was a new pump that hasn't been used before. The customer returned the product for buttons on the device not working, and during physical inspection it was found that the downstream occlusion (dso) seal was damaged. There was no patient involvement.